Event description:
Information received with return of the explanted device notes that the device exhibited intermittent capture and high lead impedance in the bipolar configuration. An x-ray showed lead fracture. The patient complained of multiple episodes of dizziness, weakness, near syncope and collapse. The patient was in atrial flutter at 40-50 bpm.